Event description:
On (B)(6), 2011 customer reported that they received a cartridge of uric acid that was leaking from the base. No injuries or exposure were reported. Beckman coulter sent a replacement.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).